Event description:
Note: this report pertains to four devices used during the same procedure. Refer to manufacturer report # 3005099803-2011-02705, 3005099803-2011-02710, 3005099803-2011-02711 and 3005099803-2011-02712. It was reported to boston scientific corporation that four radial jaw 4 biopsy forceps devices were used during a stomach biopsy procedure performed on (B)(6) 2011. According to the complainant, after obtaining a tissue specimen from the patient's stomach, the device was withdrawn. However, the forceps jaws failed to close and the device became stuck in the endoscope. The forceps and scope were removed in tandem, then the forceps was cut and removed from the scope. Three additional radial jaw 4 biopsy forceps devices were functionally checked outside the patient which found that the jaws were not able to be closed. The procedure was not completed due to this event. Reportedly, no additional anomalies were noted to the devices. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the returned device found the clevis arms bent. Riveting and welding marks were within specification. Functionally, the unit was not tested due to the return condition. The condition of the returned incident device confirms the reported condition of jaws failed to close, since the bent clevis arms could interfere with jaw closure the most probable root cause is operational context due to anatomical or procedural factors affecting device integrity and limiting the device performance.

Manufacturer narrative:
The patient ID, age, gender and weight are unknown. The patient was reported to be over the age of 18 years. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Note: this report pertains to four devices used during the same procedure. Refer to manufacturer report # 3005099803-2011-02705, 3005099803-2011-02710, 3005099803-2011-02711 and 3005099803-2011-02712. It was reported to boston scientific corporation that four radial jaw 4 biopsy forceps devices were used during a stomach biopsy procedure performed on (B)(6), 2011. According to the complainant, after obtaining a tissue specimen from the patient's stomach, the device was withdrawn. However, the forceps jaws failed to close and the device became stuck in the endoscope. The forceps and scope were removed in tandem, then the forceps was cut and removed from the scope. Three additional radial jaw 4 biopsy forceps devices were functionally checked outside the patient which found that the jaws were not able to be closed. The procedure was not completed due to this event. Reportedly, no additional anomalies were noted to the devices. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.